Manufacturer narrative:
Device is a combination product. On (B)(6) 2018 was used as event date as there was no information available.

Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. No patient complications nor injuries were reported.